Event description:
The pt reported communication issues between the implant and the external equipment. A boston scientific rep performed device evaluation. The problem was confirmed.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not be returned for evaluation.